Event description:
It was reported that six months post the revision knee arthroplasty surgery the patient had pain, bursitis, tendonitis and it band syndrome. The patient was injected with medication and instructed to use anti-inflammatory cream and a compression sleeve. The products remain implanted and there are no plans for a second revision surgery at this time.

Manufacturer narrative:
(B)(4). Medical product: articular surface fixed bearing constrained condylar knee (cck) left 14 mm height: catalog#:42512800414, lot#:64512550; femur cemented plus left size 5+: catalog#:42504605811, lot#:64636333; stem extension 3mm offset splined uncemented 11 mm diameter +135 mm length: catalog#:42560313511, lot#:64769814; stem extension 3mm offset splined uncemented 10 mm diameter +135 mm length: catalog#:42560313510, lot#:64804919; tibial augment cemented half block left lateral size cd 5 mm thickness: catalog#:42555803105, lot:64835156; tibial augment cemented half block left medial size cd 5 mm thickness: catalog#:42555803305, lot#64613203. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication during the procedure. Subsequently, the patient experienced pain, bursitis, tendonitis, and it band syndrome and was injected with medication, instructed to use anti-inflammatory cream and a compression sleeve. Root cause was unable to be determined. Pain is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Additional information provided does not alter previous investigation conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left revision knee arthroplasty. Approximately three months post implantation, the patient experienced an initial onset of pes anserinus bursitis of the left knee. At six months, the patient had pain, bursitis, tendonitis and it band syndrome. The patient was then injected with medication and instructed to use anti-inflammatory cream and a compression sleeve. The products remain implanted and there are no plans for a second revision surgery at this time.